Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Product requested, not yet returned.

Event description:
It was reported that a hair was found inside the shrink wrap of the packaging. No further information available.

Manufacturer narrative:
This report is being amended to reflect information that was not previously available. (B)(4). Product was not returned; therefore, no physical evaluations could be conducted. However, a photo was received confirming the reported issue. This device is used for treatment. Review of complaint history found no additional related issues for this device. Root cause is likely due to operator error. Investigation into this issue is ongoing and if additional information is received, a follow-up report will be submitted to the FDA.